Manufacturer narrative:
The exact date of the onset of infection is unknown. Other device product code hwc. The original implant procedure was performed on an unknown date. The device is not expected to be returned to manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: part manufacturing date: 12 september 2008. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 105mm non sterile product was processed through the normal manufacturing and inspection operations with no rework nor non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no rework nor non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, approximately three (3) years ago, the patient was treated for a fracture with tfn (trochanteric fixation nail) instrumentation. At an unknown time, the patient developed a localized infection. The patient was returned to the operating room on (B)(6) 2016 for removal of the tfn nail, the helical blade and the distal locking screw. The patient's fracture had healed, and there was no allegation of deficiency against any of the hardware. The surgeon treated the infection by implanting antibiotic beads. The tfn hardware was not replaced, and the procedure was completed with no surgical delay, and no reported harm to the patient. This report is for one (1) helical blade. This is report 2 of 3 for (B)(4).